Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that they had three bent infusion set cannulas. Customer's blood glucose level was 498 mg/dl. They changed the infusion set. The device was not returned.